Manufacturer narrative:
Facility did not provide photos/samples to aid in our quality engineer¿s investigation. A device history record was reviewed, and no non-conformances was noted during the manufacturing of this lot. The root cause is attributed to the equipment station for the end cap placement unto the applicator body. Corrective actions were initiated which led to bd conducting a voluntary recall on certain lots of the chloraprep hi- lite orange 26 ml applicator. Bd has confirmed that some of the product, which included this lot, had an applicator end cap that was improperly secured during the manufacturing process which resulted in broken glass dropping out of the applicator. H3 other text : see narrative below.

Event description:
It was reported the applicators cracked and glass went all on the floor and patient. Per email:the following complaint was received today over the phone: - - material info: - catalog: 930815. - lot: 0323213. - samples unavailable. - description of event: 3 total chlorapreps cracked and glass went all over patient/floor. 2 events on 12th (patient/floor), and 1 event yesterday (B)(6) 2021 glass went on floor. - known dates of events: 2 on (B)(6) 2021; 1 on (B)(6) 2021. - adverse event: none; no patient harm- able to safely remove and clean off patient.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no.: 930815, batch no.: 0323213. It was reported the applicators cracked and glass went all on the floor and patient. Per email:the following complaint was received today over the phone: - material info: catalog: 930815 . Lot: 0323213. Samples unavailable. Description of event: 3 total chlorapreps cracked and glass went all over patient/floor. 2 events on 12th (patient/floor), and 1 event yesterday (B)(6) 2021 glass went on floor. Known dates of events: 2 on (B)(6) 2021. Adverse event: none; no patient harm- able to safely remove and clean off patient.